Event description:
It was reported that, "there was a segmental humeral fracture so the nail was removed and doctor proceeded to plate. No other info per hospital protocol."

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional info becomes available it will be reported on a supplemental report.